Manufacturer narrative:
(B)(4).

Event description:
On december 21, 2019, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged meter inaccuracy began on an unspecified date in (B)(6) 2019. The patient reported obtaining blood glucose readings of ¿244, 265, 450, 289, 398 and 390 mg/dl¿ with the subject meter, performed more than 20 minutes apart. During the call, the patient informed the csa that she has had diabetes for 30 years. The patient stated that she manages her diabetes with a combination of insulin (50 units of unspecified type during the day and humalog at night if readings are high). The patient denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate results. A couple of weeks prior to contacting lfs, the patient claimed she developed symptoms of ¿dizziness, shaking, urination and no energy¿ as a result of the alleged issue. During the call, the patient claimed she associated the symptoms with hypoglycemia and also indicated that she had experienced a ¿seizure¿ however did not confirm if this was related to the same event. During the call, the patient claimed the paramedics were contacted for assistance. The patient claimed she was taken to hospital however no treatment was required; she reportedly treated herself with food prior to the paramedics arriving. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject and that the same approved sample site was used for testing. The csr noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. This complaint is being reported because patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.